Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 259 mg/dl. Customer was treated with syringe and insulin pump for high blood glucose level. Customer was not using auto mode feature at the time of incidence. Customer did the displacement, high pressure test and test passed. Customer reported that they had insulin flow block alarm. Customer declined to troubleshoot the insulin pump and wanted replacement of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report in the d11 and b5 section. The correct information has been included with this report.

Event description:
It was reported that the customer experienced the symptoms related to high blood glucose such as nausea and abdominal pain.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.